Event description:
Pt had lumpectomy in 1984. In 1985, she had bilateral silicone breast implants in another institution. Pt recently presented to the physician's office with complaint of breast assymetry and pain. Diagnosis -grade iii capsular contracture with possible ruptured implants. Upon entrance into the breast capsule, both implants were noted to be ruptured.